Event description:
The user received a questionable calcium result for one patient sample. The initial result was 4.2 mg/dl with a data flag. The sample was automatically repeated on the same analyzer and a result of 4.3 mg/dl was generated. This result was reported outside the laboratory. The result was questioned as the patient's calcium results were usually around 7.7 mg/dl. The sample was sent to a hospital laboratory for testing on the rxl analyzer and the results were 7.8 and 7.7 mg/dl. The result of 7.8 mg/dl was reported as the corrected result. The patient was not affected and was not treated based on the reported initial result. The calcium reagent lot numbers were 62504901 and 62498101. The field service representative could not find a problem with the instrument hardware. He checked the instrument operation and the verified the calibration and quality control charts looked as expected. He performed visual inspection and mechanical checks of the instrument. He verified the instrument operation by performing precision testing. The user performed calibration and quality control with expected results.

Event description:
While programming the pump for infusion of propofol 10mg/ml at an intended rate of 100 mcg/kg/min for outpatient sedation, user inadvertently entered the rate value of 100 instead of 5.5 when the pump requested the patient's body weight in kg. User then reentered the same value when dose rate was requested. This caused the pump to calculate an excessive infusion rate. A programmed bolus of 500 mcg/kg was likewise delivered at a much higher value due to the incorrect weight value. Patient was admitted for further care.====================== health professional's impression======================the pump's library program for propofol expects to operate in mcg/kg/min, and prompts the user to enter the patient's weight in kg followed by the dose rate in mcg/kg/min. The displayed screens for body weight entry and dose rate entry are similar in appearance although clearly labeled for the required values. The pump's drug library program includes an option to require a second entry of patient's weight, but it is not enabled for these pumps at our hospital. The user entered the same numeric value for body weight and dose rate. Although the body weight value was extremely high, it was still within the acceptable range for the pump's program and allowed operation to continue.====================== manufacturer response for syringe infusion pump, medfusion======================MFR acknowledged report and receipt of pump's electronic history file. Additional response may occur later.

Manufacturer narrative:
A root cause could not be identified. It was noted the customer is using unauthorized sample cups on the device. If the sample volume in the unauthorized cups is too low, various errors may occur or the system may run out of sample with getting any errors. The results for this patient were accompanied by a data flag "reptl". The cause for this flag is "the sample volume is lower than the set value". No raw data was available for further evaluation. The patient was not adversely affected.